Manufacturer narrative:
The tip cover accessory has not be returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the tip cover accessory slipped off from the instrument and fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the tip cover to slip off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, as the first assist removed the monopolar curved scissors (msc) instrument, the tip cover accessory was noted to have fallen off inside the patient. The first assist used a hand held laparoscopic instrument to retrieve the tip cover accessory and confirmed that everything was retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that a hand-held laparoscopic maryland forceps instrument was used to retrieve the tip cover accessory. It was stated that the tip cover accessory fell off as the first assist removed the mcs instrument to insert a mega suturecut needle driver instrument. The tip cover accessory was inspected after it was retrieved and was confirmed to be intact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory that could have potentially been the one involved with this complaint and completed the device evaluation. Upon visual inspection there was no damage found. The tip cover accessory was installed and removed from an in house monopolar curved scissors instrument without an issue. A follow-up MDR will be submitted if additional information is received.